Event description:
New information received noted that the patient presented to hospital for a scheduled pacemaker change procedure. Prior to the procedure, the patient's right atrial (ra) lead exhibited lack of sensing. The ra lead was capped and replaced on (B)(6) 2022. Patient was in stable condition.

Event description:
It was reported that the patient's right atrial (ra) lead was undersensing. Therefore, programming changes were made to address the issue. The patient was in stable condition.